Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 49 mg/dl. The customer also reported a lost sensor alarm and weak signal alarm occurring with their sensor. The customer was also advised their transmitter may not be functional. The transmitter will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.